Event description:
After intubation of schlemm's canal approximately 2.5 clock hours, the catheter light stopped moving forward, but the surgeon was still able to move the actuator forward. The device was removed from the eye. The device actuator was then fully retracted, and several millimeters of the catheter was observed hanging out of the cannula, appearing stretched. The surgeon used an alternative surgical procedure (migs implant) to complete the glaucoma treatment instead.

Manufacturer narrative:
This report and a previous report for the same patient indicated there was a physical obstruction within the canal at approx. 2.5 clock hours. The user reports advancing the actuator at this point, when the light is not moving. Advancing the catheter against an obstruction can cause of kinking and catheter damage. Device instructions direct the user to make a slow advancement and retraction of the catheter and to take specific actions upon encountering a blockage or resistance.